Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C59253) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included oral contraceptive nos since 2010 to (B)(6) 2015 for contraception as well as nsaids and paracetamol (acetaminophen). On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish ,"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish ,"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal haemorrhage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the vaginal discharge, depression, anxiety, dyspareunia, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, bleeding, bladder/urinary problems: vaginal infection. Discrepancy noted as essure insertion date (B)(6)2015. Lot number: c59253 manufacturing date: 2014-05 expiration date: 2017-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C59253) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced vaginal discharge ("vaginal discharge"), depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish ,"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish ,"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal haemorrhage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the vaginal discharge, depression, anxiety, dyspareunia, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, bleeding, bladder/urinary problems: vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal, menorrhagia), device monitoring procedure not performed, dyspareunia, vaginal discharge. Events onset date, events severity, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, bleeding, bladder/urinary problems: vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporter and patient demographics added. Updated essure indication and dates. New events added pelvic pain /abdominal pain, bleeding, psych injury, bladder/urinary problems: vaginal infection. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.